Event description:
Guidant received information that this implantable cardioverter defibrillator (ICD) was exhibiting oversensing in least sensitivity resulting in atrial tachycardia response episodes and inappropriate shock. Additional information was received the patient presented to the emergency room complaining of a syncopal episode and shock delivery. The device was interrogated and rhythm acceleration was noted due to anti-tachycardia pacing. The physician elected to open the pocket. All setscrews were tight and the leads were connected in the appropriate ports. There was no air or fluid in the seal plugs. This ICD and transvenous defibrillation lead were explanted. There was no visual damage of the lead. A new transvenous defibrillation lead was implanted as the cause for the clinical observations could not be confirmed.